Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard problem with catheter during use. The following information was provided by the initial reporter, translated from portuguese to english: as I understand it, the others had a problem with the catheter, but there was no detachment.

Event description:
Additional information received on 14 apr 2025: is there any impact on patients? If so, please explain in detail? Yes, patient admitted with flu-like symptoms to be seen in the emergency room, was punctured with insyte autoguard 20 ga - (B)(6), in a single puncture, after administering the drug and when removing the access there was resistance, and a piece of the vylon cannula remained in the patient, technician tried to remove it with tweezers, without success. Doctor called to assess patient in green room bed, clinically and hemodynamically stable, in good general condition. Report of a puncture accident during blood collection, suspicion of jelco residue remaining in subcutaneous tissue/vessel. Examination: local hematoma on right forearm, no foreign body palpation. Approach: after discussion with the on-call radiologist, I request usg soft tissues + msd venous doppler. The wound was explored and punctured, but the material could not be identified. The patient was discharged with general instructions and asked to return to hospital at 48 hours to reassess whether a granuloma had formed in the subcutaneous tissue at the site of the forearm puncture. Patient returned 48 hours later to be assessed and requested ultrasound with dopler in the msd access region. Presence of a tiny tubuliform echogenic image inside the cephalic vein in the distal region of the arm, proximal to the antecubital fossa, measuring around 4.0 x 2.0 mm, compatible with a foreign body. No evidence of thrombophlebitis or deep vein thrombosis. No tumor masses or local pyogenic collections. Ventral muscles with normal trophism. Evaluation by vascular surgery of foreign body in right cephalic vein, after puncture of peripheral access in distal third of right arm performed 4 days after event. Local doppler ultrasound showed a small fragment of foreign body inside the cephalic vein in the distal third of the arm, with no flow inside the proximal or distal vein, maintaining compressibility in the other segments of the cephalic vein in the arm and forearm. Compression maneuvers were carried out and an attempt was made to move the foreign body, without mobilizing the object identified, showing adhesion to the vein walls, which have a reduced caliber in this segment. Talked to the patient about the possibility of excising the venous segment where the foreign body is located and about the possibility of follow-up imaging on an outpatient basis. Patient opts for outpatient follow-up, explained about risks of phlebitis, dvt, embolization, pte. Patient agrees with risks and we will continue to follow up. Without further conduct, discharged from vascular surgery.

Manufacturer narrative:
Additional information received. Adverse type changed to adverse event and product problem. A/e/f codes updated. Type of reportable event changed to serious injury.

Manufacturer narrative:
A device history record review was completed for provided material number 38183414 and lot number 4337461. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, five (5) unopened and unused samples were returned for evaluation by our quality team. Visual analysis was performed to check for any damage to the catheters, such as cracks or defects. According to the results, no damages or any defects that could be related to the reported issue were identified. The catheter/adapter tensile strength was tested, and all the samples met the product specifications. Based on the received picture sample from the customer, a used catheter was observed with a portion of its body missing. The picture showed a straight/linear cut on the catheter which was most likely caused by a sharp object, such as scissors or a utility knife, during the removal of the catheter from the patient. If the reported issue had been caused by manufacturing (catheter/adapter traction beyond specification), the sample would show the catheter completely detached from the adapter. However, since part of the catheter was observed to be inserted into the adapter, this confirms that the catheter was properly assembled during the production. For a break to occur in the middle of the catheter body, a force incompatible with the puncture procedure would be required. Even if such force were applied, the resulted damage would show signs of stretching/elongation, not a linear shear cut as seen in the image. The observed defect from the picture is consistent with a cut on the catheter, most likely caused by a sharp object. This is the first report received for this type of issue on material 38183414 and batch 4337461. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information